Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
(B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 a medtronic representative, following-up at the site, reported the site believe that the draping process for the frame caused a slight movement. The site has started draping the o-arm instead of the reference frame and have not had any further issues with inaccuracy.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy. An imaging system spin was taken and successfully placed a screw on the patient's left, with no issues. The second screw was intended to be placed on the patient's right, the surgeon went to navigate the awl-tip-tap when on the surface of the bone, the system showed 5 millimeters inaccurate down into the bone, anterior of the actual location. The site was using the percutaneous pin. The site draped the frame, and brought the imaging system in non-sterile. A second spin of the patient was performed, confirming the first screw was placed well and navigation was accurate. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.